Event description:
It was reported that the patient¿s blood glucose level rose to greater than 300 mg/dl while wearing the pod between 1 and 4 hours. Upon removal from the infusion site (hip/buttocks), the cannula was noted to be bent and bleeding at the site was observed. The patient reported that the infusion site appeared red and painful, with blood noted at the area. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.